Event description:
Boston scientific received information that the right atrial (ra) lead exhibited loss of capture (loc) due to a lead dislodgement confirmed through a chest x - ray. Attempted to obtain additional information but a local field representative could not provide any further information at this time. Available records indicate that the lead remains in service. No adverse patient effects were reported.

Event description:
Subsequent information indicated that the lead also exhibited poor sensing due to dislodgement. A local field representative reported that after the ra lead was implanted, the patient used a crutch on the left side. The use of a crutch placed excessive pressure on the left shoulder which the physician suspected caused the lead to dislodge. The physician subsequently elected to explant the ra lead and implant a new ra lead. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The post market quality assurance laboratory will analyze the lead when it is returned. This report will be updated once additional information is received and when analysis is completed.

Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.